Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2024-00236 following the completion of an investigation.

Event description:
This report summarizes 2 malfunction events, where it was reported the device experienced difficult to load/unload the cot in the ambulance and unintended cot lowering or cot dropping to lowest position (no cot tip); difficult to load unload the cot in the ambulance and fowler unexpected drop/collapse. There was no patient involvement.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced difficult to load/unload the cot in the ambulance and unintended cot lowering or cot dropping to lowest position (no cot tip). There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.